Manufacturer narrative:
Evaluation, method: visual inspection evaluation summary: an 8.5cm section of the distal shaft and balloon were returned. As there was no luer returned with the device. There was no damage to the distal tip of the device. The stent was positioned on the balloon between the marker bands as per specifications. The 4th and 5th distal segments had misaligned and overlapping struts. The 11th-14th distal segments were raised and deformed. Still image review: the procedural still image shows what appears to be an unknown vessel wired. The image does not provide any further information. The still image does not provide any cause for the reported difficulties. (B)(4).

Event description:
The physician intended to use a resolute integrity (rx) drug eluting stent. The device was removed from the hoop with no difficulties noted. The device was also inspected with no abnormalities noted. The physician was attempting to use the stent to cross the lm and treat a lesion in the lcx with tortuosity. The lesion had been pre-dilated prior to the attempted stent placement. Resistance was noted while advancing the stent, excessive force was not used. The device did not cross the target lesion. During removal of the device from the patient the device was pulled back into the guide catheter with no resistance noted. The device was removed from the patient and left on a bedside sterile table covered by a wet gauze. When the physician flushed the stent/catheter device he detected the stent was broken. No patient injury was reported. The procedure was completed with another resolute integrity stent.